Manufacturer narrative:
A wallflex biliary rx stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was fully constrained within the outer sheath with severe kink at the guide wire port. Additionally, the inner shaft was severely kinked and stretched protruding through the guide wire port. Functional analysis found the stent could not be deployed using the handle. The stent was deployed with small amount of resistance by pulling the tip of the delivery system. No other issues were identified during the product analysis. The damage to the sheath discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on february 05, 2016 that a wallflex biliary rx covered stent was to be used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During the procedure, the physician began deploying a wallflex biliary rx stent in the bile duct. The physician noted that the stent would not deploy any further after it reached to the point of no return. The wallflex biliary rx stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx covered stent was to be used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During the procedure, the physician began deploying a wallflex biliary rx stent in the bile duct. The physician noted that the stent would not deploy any further after it reached to the point of no return. The wallflex biliary rx stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.